Manufacturer narrative:
For both events, the investigation could not identify a product problem. The cause of the event could not be determined. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 2 malfunction events. Erroneous high elecsys estradiol iii assay results were generated. The events involved a total of 4 patients. The provided patient's age was (B)(6). The other patients' ages were requested but were not provided. The patients' weights were requested but were not provided. The provided patient gender was 1 female. The other patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.